Event description:
Pt states she opened new packages of acuvue 2 soft contact lenses, noted an unpleasant odor, then noted discomfort while wearing lenses. She states green mold grew in the solution in the case. She then had discomfort, eyelid swelling, and was unable to wear contact lenses. After prolonged antibiotic treatment and referred to my office, she opened two new packages of contact lenses, and again noted a very strong, very unpleasant odor, and that the solution around the contact lenses was cloudy. She placed the lenses, and solution they were packaged in, into a clean case and brought it to my office. Lenses are acuvue - 2, lots b001r1p, and b00421r. (She had taken the lenses back to the prescribing optometrist, but that office discarded the original pair, feeling the problem was with the pt's care, not the lens itself.)